Manufacturer narrative:
Root cause: according to the physician, the cause of the lens damage was related to use of the lens injector system.

Event description:
The physician reports that the crystalens haptic tore when delivering the lens using a b&l lens injector system. Intervention was performed intraoperatively to enlarge the original incision and remove the damaged lens. A second crystalens was implanted successfully and the pt's prognosis is good.